Event description:
Serious injury involving one person: pt reported to the emergency room in 2001 with eye irritation. Pt was diagnosed with a central corneal ulcer in the left eye and perscribed ciloxan drops and ointment, atrex, mydriacyl, fortified tobramycin, lotemax, tobradex and pred forte. Pred forte was continued on a tapered schedule until the next follow-up in 2 weeks. Prognosis as of this date is that the corneal ulcer has been resolved leaving residual scarring. Pt reportedly purchased lenses with little to no instructions on the lenses of their care. There was no lens care information available.